Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll on (B)(6) 2016 for investigation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4). Visual inspection was performed and found tears on the load plate cover and the battery lock bent. Further inspection found the battery clip would not stay latched due to a defective belt retainer. Review of the data archive revealed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on (B)(6) 2016; however, none on the date of event. The device did not pass functional testing. Upon powering on the device for testing, the ua7 message appeared. It was observed and verified that the load cell 2 was defective. Using the in-house test load cell, the device was placed in run mode for approximately 15 minutes and no faults were found. In summary, the customer's primary complaint was confirmed during functional testing. The root cause for ua7 was a defective load cell module. The autopulse platform is a reusable device and was manufactured on (B)(6) 2010. Therefore, this type of issue is characteristic of normal wear for the life of the device. The defective single point load cell observed during functional testing was replaced. Additional repairs and updates were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate cover, belt clip retainer and battery lock were replaced and the power distribution board was updated. The platform passed all final testing criteria

Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. In attempt to resolve the issue, the customer pulled up on the lifeband and power cycled the platform, however, without success. No patient involvement was reported.